Event description:
It was reported that this left ventricular (lv) lead triggered a yellow alert due to an out of range (oor) impedance value of 2140 ohms. The patient had recently been seen in the clinic, and impedance was reported as normal at that time. Technical services reviewed latitude nxt data and confirmed the oor reading. The lv lead is an acuity x4, which has an upper impedance limit of 3000 ohms; however, the device was programmed with a lower threshold of 2000 ohms, leading to the alert. Technical services recommended adjusting the alert threshold at the next convenient opportunity. No evidence of lead noise or malfunction was observed, and continued monitoring was advised. No adverse patient effects were reported.